Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, post successful transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the introducer went through the esheath splitting and perforated the femoral artery during access closure and esheath retrieval. Vascular repair was required with a covered stent. The patient remained hemodynamically stable, alert, and orientated. Per report, the patient has query vessel tortuosity.

Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. Returned imagery was reviewed and the following was observed: presence of tortuosity and calcification in patient's access vessels. Device photo showed slight curvature along sheath shaft and introducer, suggesting tortuous anatomy. Introducer was inserted fully and exposed through the torn liner near the distal end of the shaft. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner torn was confirmed by review of returned imagery. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per the follow up information, difficulty was not reported when removing the delivery system through the sheath. Review of the provided imagery shows presence of tortuosity and calcification in patient's access vessels. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Tortuosity can create suboptimal angles during delivery system retrieval through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and contribute to liner tears upon removal. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Returned imagery was reviewed and the following was observed: presence of tortuosity and calcification in patient's access vessels. Device photo shows slight curvature along sheath shaft and introducer, suggesting tortuous anatomy. Introducer was inserted fully and exposed through the torn liner near the distal end of the shaft. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner torn was confirmed by review of returned imagery . Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, an in-depth evaluation regarding complaints for esheath shaft liner torn has been documented in an existing technical summary written by edwards lifesciences. The technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per the follow up information, difficulty was not reported when removing the delivery system through the sheath. Review of the provided imagery shows presence of tortuosity and calcification in patient's access vessels. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Tortuosity can create suboptimal angles during delivery system retrieval through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and contribute to liner tears upon removal. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.